Event description:
Failure of the third operating arm of the da vinci si robot. The intuitive rep was present and on the phone with tech support, but was unable to recover the fault the robot was indicating.